Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade iii stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that hip was revised due to femoral fracture. The patient had a previous non-stryker revision.